Event description:
Procedure: sigmoidectomy. According to the report: the firing was correct and there were two correct "doughnuts" but there was a mucous tear of 4-5 cms, and in the posterior left part, there was a leakage. They did not need to use any other stapler because the formation of the doughnuts was correct, except the one with the tore mucous. The procedure delay was possibly about 1 hour because when they were testing to check if there was any leakage, they realized in the anterior part where the staples did not cross that there was leakages. The pt was stable after the surgery.

Manufacturer narrative:
Date initial report sent: 9/18/2009.